Manufacturer narrative:
The technician found the hex rod screws snapped and the brake caster was broken. Technician replaced the hex rod and the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes were not holding. No patient impact.